Event description:
The customer reported a leak in tubing line 6 coming out of the ise block. As a result, patient results recovered low for sodium (na) on their dxc 500 au clinical chemistry analyzer. The customer repeated the sample with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 500 au clinical chemistry analyzer and indicated the na electrode was defective. The fse replaced the na electrode to resolve the issue. The fse performed calibration and quality control, which all passed. The fse observed no further leaking and verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).